Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified (blocked/occluded pneumatic tap).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the rack pushrod on the pump was damaged, which led to difficulties loading cartridges. There was no reported adverse impact on customer's blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.